Event description:
It was reported that a patient right ventricle (rv) lead was dislodged after leaving procedure room. The physician elected to explant the atrial lead on (B)(6) 2024 and replaced with a new lead. The patient had no consequences.